Event description:
Add'l info rec'd from MFR 08/29/02: MFR does not have other info - other than a verbal report from rep that the facility has very poor maintenance records. Furthermore MFR will see to that all hoists in the USA will be checked for this failure.

Event description:
While using the faaborg lift, a pin holding the lifting/spreader arm failed allowing the resident to fall. The lifting/speader arm struck the resident in the chest.